Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified left iliac artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, during inflation at 8 atmospheres, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported. Patient was in good condition.